Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The left ventricular (lv) lead was placed and the parameters were within acceptable range prior to fixation. After the lead was sutured the lead exhibited high thresholds and increased impedance. The physician tried to rotate the helix to re-implant but was unable to due so. The lead was removed and replaced. No patient complications have been reported as a result of this event.